Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed by which the device was attached to an airflow and submerged into a bath of water and the pressure was gradually increased; and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Ten (10) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including an under water leak test was performed, and three (3) bags leaked from an opening in the welding close to the handle of the bag. The reported condition was verified for three samples only. Seven (7) bags did not leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an oxygen barrier (multilayer) parenteral nutrition container was leaking around the handle. The leak was identified during compounding prior to patient use. There was no patient involvement. No additional information is available.